Event description:
It was reported that a user experienced difficulty completing a cartridge and tubing change on the insulin pump after the tubing became loose and the insulin vial was removed, which prevented access to the rewind function until guided through the unlock and setup prompts to resume the change cartridge and tubing workflow. Symptoms included no reported adverse clinical effects. Outcomes included successful resumption of pump setup and shipment of a replacement pack of the puck-style infusion set as a goodwill supply. Investigation included remote troubleshooting and user education on proper change sequence and menu navigation. Investigation of this case revealed that the infusion set and tubing were not secured or deployed correctly, leading to interruption of the change process, and the device software behaved as designed once correct prompts were followed. It was concluded, based on previously established findings for similar reports, that user technique contributed to the event.